Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states does not hold weight. MDR filed.

Manufacturer narrative:
The serial number provided, (B)(4), is for the pump and not the lift itself. Serial number for the device is unknown.